Event description:
It was reported that the external pulse generator's case was cracked near the electrode port. The generator was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the case was broken and also noted that the battery contacts were compressed. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).